Manufacturer narrative:
This report is being amended to reflect changes. Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. X-rays were returned, but undated. It appears as though the tibial plate has loosened between the different ml views returned. A product history search revealed no additional complaint against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient has a loose tibial component. A revision surgery is planned.